Event description:
During procedure staff opened multipack of lap sponges and during counting process discovered one extra lap sponge in pack. All laps in question were bagged and turned over to supervisor.